Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events; 3 events were reported for this quarter   product return status; 3 devices were received for evaluation. Evaluation status: 3 events were confirmed during testing; - 2 devices were found to be affected by worn components. -one device was found to be affected by corrosion. Product disposition: the devices were repaired and returned to the user facility.   Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device reportedly overheated. One event had no patient involvement; no patient impact. Two events had patient involvement; no patient impact.